Event description:
The patient was becoming agitated, and appeared to be in pain. IV boluses were given of midazolam and dilaudid. The IV pumps did not indicate an occlusion but the patient's IV was clamped. Upon inspection fluid (and meds) were found to be leaking out of the distal injection port of the tubing instead of infusing into the patient or backing up which would have caused pump to alarm. Tubing was replaced and patient was not harmed.